Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 and a small atrium. It was noted that imaging was difficult. An nt clip was inserted and grasping was performed. Due to the shadowing, it could not be confirmed if the grippers were dropping or if full leaflet insertion was achieved. Troubleshooting was performed and the issue was unable to be resolved. Therefore, the clip was removed and was confirmed outside the body that it was working properly. Tissue damage was observed on the anterior leaflet. A new nt clip was inserted and deployed, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury is related to procedural conditions (interaction between leaflet and frictional element during positioning). The reported poor imaging is related to procedural conditions (shadowing). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 and a small atrium. It was noted that imaging was difficult. An nt clip was inserted and grasping was performed. Due to the shadowing, it could not be confirmed if the grippers were dropping or if full leaflet insertion was achieved. Troubleshooting was performed and the issue was unable to be resolved. Therefore, the clip was removed and was confirmed outside the body that it was working properly. Tissue damage was observed on the anterior leaflet. A new nt clip was inserted and deployed, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.